Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument distal tip has a chip out of the plastic. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a chip out of the plastic, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the instrument was found to have charring and localized melting at the grip base. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system where it passed both the recognition and engagement tests. The instrument delivered energy on several attempts with no signs of arcing. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The complaint regarding the chip at the distal tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was available for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17 / lot# k11220425 0285) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk3177 for a benign hysterectomy. There were 13 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis found the fenestrated bipolar forceps instrument had charring and localized melting at the grip base. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. It is unknown if the initial reporter submitted a report to the FDA.